Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during a sensor session. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. No injury or medical intervention was reported.